Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the guide wire separated in two pieces inside the patient. The separated tip was successfully retrieved with a snare device. There was no resistance reported during use of the guide wire during the procedure. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the core and coils. There was no contrast visible. The core had separated at the distal end of the hypotube. There was core protruding out the distal end of the hypotube. The core that was protruding out the distal end of the hypotube was slightly bent as if it was kinked prior to separating. There was a kink in the core 3.5 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The tip was tugged on to confirm the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload. The guide wire was, therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked, because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, this junction should only enter the primary curve of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident information did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rotating hemostatic valve onto another device, that a bend of this type could occur that would later fracture. There was an additional bend on the proximal end of the guide wire that may have been cause from the same forces that damaged the hypotube area. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown but analysis did not show a manufacturing related cause for the experience. This MDR is considered closed by the product performance group.